Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify battery anomaly, perform displacement test, self test, and current measurements due to display anomaly. Test infusion set or p-cap locks in properly. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump went off after swimming. Customer's blood glucose level was unknown. Customer reported that casing had crack and water was coming out through the crack. Customer was advised the insulin pump will need to be replaced was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.